Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-05344; reference MFR. Report: 1627487-2019-05345. It was reported the patient experienced intermittent stimulation, and it seemed like stimulation was turning off. Diagnostics revealed high impedances on some electrodes and low impedances on others. X-rays showed the leads had come out of the ipg header. To address the issue, the physician plans to perform a revision at a later date.

Event description:
Device 1 of 3.reference MFR. Report: 1627487-2019-05344.reference MFR. Report: 1627487-2019-05345.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2019-05344. Reference MFR. Report: 1627487-2019-05345. Follow up information identified the physician explanted the scs system and implanted a new system on (B)(6) 2019. Postoperatively, effective therapy was restored, and all impedances were normal.